Event description:
Same patient as 6000089-2006-01257, 01258. It was reported that 332 days after a previous target vessel intervention (tvr) in 2005, the patient has another target-vessel re-intervention (tvr). The patient had a previously reported tvr 459 days post index procedure where a 3x16mm taxus stent was implanted. The patient had a tvr 332 days post-previous tvr. A taxus express2 des was implanted in the distal rca due to diffuse in-stent restenosis. The patient was discharged 1 day post-tvr. The physician indicated the relationship to the taxus stent as probable.

Manufacturer narrative:
Device evaluation: the device has not been returned as of this report therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.